Event description:
(B)(4). It was reported that in-stent restenosis and angina occurred. In (B)(6) 2013, the subject presented due to stable angina and was referred for cardiac catheterization. The index procedure was performed and the subject was enrolled in the pe plus study. Target lesion # 1 was located in the left main coronary artery (lmca) with 70% stenosis and was 11 mm long with a reference vessel diameter of 4.0 mm. Target was treated with pre-dilatation and placement of a 4.00x12mm promus element plus stent, following post dilatation, the residual stenosis was 0%. Additionally, non-target lesion located in the proximal left circumflex (lcx, ostial lcx) was treated with balloon angioplasty. The subject was discharged on aspirin and prasugrel following day post procedure. In (B)(6) 2014, the subject presented with angina and thrombocytopenia and was hospitalized on the same day. Cardiac catheterization was recommended. The 50% in stent restenosis (isr) located in the lmca extending up to proximal lcx was treated with balloon angioplasty, following post dilatation, residual stenosis was 0%. The 90 % isr located in the 1st left posterolateral branch segment (lpl) was treated with placement of a 2.25x12mm non-bsc stent with 0% residual stenosis. The event was considered as recovering/resolving and the subject was discharged on aspirin and prasugrel three days after hospitalization.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).